Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when trying to initiate support on a patient and starting the motor, there was a chugging sound as if the pump head was not seated well. It was re-seated with no change. A new motor was tried with the same pump and it worked well without any noise.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a chugging sound was not confirmed. The centrimag motor was returned to ppe for analysis. The motor underwent a resistance and insulation test and performed as intended. The motor was run on the lab test centrimag system with no issue. The motor was forwarded to the service depot. The returned motor was evaluated and tested. The reported event of a chugging sound, as if the pump head was not seated well, was unable to be duplicated or verified. The motor was run for an extended period, including overnight, with a test console, flow probe, and pump. No chugging sound was observed coming from the motor or pump head. The motor always performed as intended with normal rpm and lpm flow levels. The motor cable was inspected, and no issues were found. A full functional checkout was performed, and the unit passed all tests. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.